Event description:
There was a hemosplit (14.5x24cm) which was pulled from a pt. The cuff came off of the catheter and still remains in the pt. It may need to be surgically removed.

Manufacturer narrative:
It should be noted that the complainant has implicated a hemosplit catheter in his complaint. However, returned for eval is one 24 cm hemostar pre-curved catheter. According to the incident questionnaire contained in this file," the cuff came off of the catheter and still remains in the pt." Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.